Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported tissue injury, as listed in the instructions for use, is a known possible complication associated with mitraclip procedures. Based on the available information the cause of the tissue injury appears to be due to procedural conditions. The reported serious injury/illness/impairment was a result of case-specific circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the tissue injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was successfully deployed, reducing mr. Then a second clip was advanced to further reduce mr. However, after the clip successfully grasped the leaflets, a perforation was observed, posterior to the clip arm. Therefore, the clip was removed and the perforation was left untreated. One clip was deployed, and mr was 4+. The patient remains stable and will be discharged as planned. There was no clinically significant delay in the procedure. No additional information was provided.